Event description:
It was reported that the pt deceased. Pt died from congestive heart failure.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found lead was cut and only connector portion was returned. All damage noted on lead is consistent with that occurring at time of explanted.